Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2013, the patient was placed under general anesthesia, the abutment was removed and a cover screw was placed on the fixture. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.